Manufacturer narrative:
This report is being submitted as follow up no.1 to update the h3 section and to provide the completed investigation results. One 8fr angio-seal sts plus device was received for product evaluation. Only the carrier tube assembly was returned along with the incompletely opened polyfoil pouch. No other accessory components were returned. A partially opened poly-foil pouch was opened completely to reveal the returned device. The carrier tube and bypass tube were found within the pouch. The carrier tube assembly was noted to be flattened near to the hub of the device cap. The anchor of the carrier tube assembly was fully exposed and the collagen appeared swollen. The deployment sleeve was in the forward lock position. The anchor was then inspected, there were no anomalies noted on the anchor. No other visual anomalies were noted. Functional testing was not able to be accomplished as the collagen was already swollen preventing the bypass from moving into the manufacturing position. The IFU states, "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the forcefully pulling of the carrier tube from the pouch without completely opening may result in the displacement of the bypass tube. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they opened an angio-seal foil package and the foot plate was broken. They used another angio-seal device without complication. It appeared it was an out of box issue. The patient was doing well. The procedure outcome was successful. Additional information was received 1october2019: the item was damaged coming straight out of the box, prior to usage.